Event description:
I had essure done in 2008. While in the beginning I thought things had gone smoothly however that was not the case. One side was closed in 3 months it took the other side 1 year for it to be closed through the hsg test. I was never one to have heavy periods or have any cramping of any kind. However after the procedure I would have heavy period and would have severe cramps. My regular cycle would be 3 days, it turned to 5-7 days. I started gaining weight, started getting anxiety, short temper, I have sharp pains constantly where my coils are, I have had 2 essure pregnancies and gave birth to 2 babies. My pregnancies were hard and I had cervical cancer a year after getting the procedure. (B)(4).